Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a connection issue with a titanium adaptor could not be confirmed due to lack of sample and the root cause was undetermined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
A doctor reported to baxter that the patient adaptor would not connect to the titanium adaptor well, when the customer changed the transfer set. There was patient involvement, but no patient injury or medical intervention indicated with this report.